Manufacturer narrative:
The device remains in the hospital. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that a battery analysis was needed involving this subcutaneous implantable cardioverter defibrillator (s-ICD). A review of the device data by engineering confirmed that the power consumption of this device was increasing in a gradual fashion and premature battery depletion was alleged. The device should be explanted and returned. A replacement was scheduled. The device was explanted and is waiting to be picked up at the hospital for return. No additional adverse patient effects were reported.